Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported "did not infuse" was tested for flow accuracy and was found to under-deliver -6.0344%. The flow accuracy failure found during evaluation does not align with flow accuracy failure of no infusion observed by the user. A definitive cause of the user observation could not be determined. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be an out of adjustment pressure plate travel. The pressure plate travel requires adjustment to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump did not infuse. This occurred during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.